Event description:
66 yr old male with medical history of type I chronic dissection with moderate to severe aortic insufficiency. Underwent aortic valve replacement with homograft in 1990. Subsequently, pt presented 6 yrs later with pseudoaneurysm at mid portion of homograft requiring explant. Valve was replaced with another valve. Operative report notes a 6cm pseudoaneurysm in the proximal ascending aorta at the mid portion of the homograft. The homograft aortic valve leaflets were quite friable with aortic insufficiency due to not only to primary leaflet denegeration but also from sinotubular enlargement secondary to pseudoaneurysm. Site relates event to homograft.